Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling very sick. It was also reported that they could see and touch the cardiac resynchronization therapy defibrillator (crt-d). It was confirmed that the patient was seen a few days later in clinic and although the crt-d had not eroded through the pocket, it was determined that they had been feeling sick due to phrenic nerve stimulation from the left ventricular (lv) lead. The lead was reprogrammed. The device and lead remain in use. No further patient complications have been reported as a result of this event.